Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR: 29jan2019. Information was received that the customer declined repair/service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (01)(B)(4). The customer was provided with a quote for a replacement air flow sensor and key panel. No parts were returned to philips for evaluation; therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator had an alarm lamp failure and inaccurate vitality. There was no patient involvement. The event date was not specified; estimate used.